Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is scheduled to undergo knee arthroplasty revision surgery for unknown reasons.

Manufacturer narrative:
Concomitant products: persona cr femoral porous narrow, part # 42502206001, lot # 62781903; nexgen primary porous patella, part # 00587806535, lot # 62693942; persona uc articular surface, part # 42512200413, lot # 62476474. No devices or photos were received; therefore the condition of the devices is unknown. The device history records for the tibial component were reviewed with no deviations or anomalies identified. This device is used for treatment. The implants were reviewed for compatibility with no issues noted. As the patient was revised due to possible loosening of the tibial component, it is noted that a field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. The investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is now known that the patient underwent revision of the tibial component and articular surface due to pain and possible loosening.